Event description:
End-user reports a red rash under wafer's mass that does not extend to the tape border. It is reported that this redness began on (B)(6) 2013, which was noticed while taking a morning shower. It is also reported that end-user changes wafer every four (4) days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported that the end-user applied a cream (name unknown) to affected site. It is reported that end-user cleans skin with warm water and mild soap; pats dry; applies an unknown cream and protective barrier wipes. End-user was provided instructions in skin care and crusting techniques by using stomahesive powder. Lastly, end-user was instructed to notify convatec with concerns or questions. Samples of stomahesive wafers will be sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.